Event description:
The physician attempted to implant, by direct stenting, a 2.25mm diameter x 24mm length driver sprint rapid exchange (rx) coronary stent to treat a dissection which had occurred distally to a previously deployed 2.5mm x 8mm other brand stent. The lesion was located at lad#10 and was reported to exhibit 75% stenosis and excessive tortuosity. During the attempted delivery, the driver sprint stent became caught on the previously deployed stent and dislodged. The stent was retrieved using a snare and the procedure was finished without further attempts to stent. No health hazard was caused to the pt and no clinical sequelae were reported. Device eval: three stent segments were partially intact with a number of deformed struts at one end of the stent. The stent was severely stretched and deformed.

Manufacturer narrative:
(B)(4), results: (stent embolism). Results & conclusions: (driver stent caught in previously deployed stent).